Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had looseness on the scope mount section and image protruded from the monitor. This occurred during a therapeutic procedure that was completed without any delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is water ingress in the main unit imaging, the camera cable, the main unit and water-tightness defect in the o-ring on the video connector side, there is a scratch on the main unit lens, there is corrosion on the electrical contact points of the video connector, there is a pixel defect (white blemish). Based on the results of the investigation a definitive root cause could not be identified for the customer allegation "looseness of the scope mount section" and the customer allegation "the image protrudes from the screen" was due to the misalignment of the axis caused by the rattling. However, a definitive root cause could not be identified for the reportable malfunctions identified during investigation should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had looseness on the scope mount section and image protruded from the monitor. This occurred during a therapeutic procedure that was completed without any delay. There were no reports of patient harm.